Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced, the charger was adjusted, and the high voltage cable was regreased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a precharge voltage error and filament regulator error. There was no report of pt injury or death.